Event description:
Caller reported that quick bolus/wake button on the pump was difficult to press and frequently required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with attempts to resolve the issue by removing the pump from its case and advising on button pressing techniques. However, as the issue persisted, they arranged a replacement pump shipment. The customer was instructed on how to manage the pump prior to its return and understood the shipping and receipt procedures.